Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and an obturator sling was implanted. The patient experienced pain, erosion of her internal bodily tissue, urinary tract infections and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that the patient underwent sling implantation to treat cystocele with stress urinary incontinence. The patient underwent sling removal on (B)(6) 2011 due to pelvic pain, recurrent stress incontinence, painful intercourse, infections and voiding dysfunction with incomplete bladder emptying. The patient continues to experience incontinence and difficulty emptying her bladder. (B)(4) - dyspareunia.